Event description:
The reporter provided information that in 2006, two gore tag thoracic endoprostheses were implanted to repair a penetrating ulcer of the descending thoracic aorta. Due to inadequate iliac and femoral access, a conduit was attached to the brachiocephalic artery for deployment of the endografts. The following day, the patient demonstrated cyanosis of the feet. An axillobifemoral bypass graft was implanted which resolved the cyanosis, however, new onset bowel ischemia and oliguria were diagnosed. It appeared that a true and false lumen of the descending thoracic aorta had formed, requiring fenestration between the false and true lumens. Following this procedure, the patient developed paraplegia. It was reported that either the implantation of the tag devices or ballooning of the devices with a coda balloon catheter resulted in the dissection of the descending thoracic aorta. The balloon has been discarded by the hospital.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation; however, based upon the information provided, it appears the rupture occurred due to the expansion of the balloon outside of the device. We can advise that the product instructions for use (IFU) states the following: "when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis." A review of our records found this to be the only report of this nature associated with this device.